Event description:
On (B)(6) 2012, the patient/lay user¿s spouse contacted lifescan (lfs) alleging the patient was unable to check her blood glucose with her onetouch ultra meter due to it not powering on. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began the day before he contacted lfs for assistance sometime in the morning. He stated the patient was managing her diabetes with lantus insulin 2x per day, in the morning and evening (self adjuster) and continued with her usual diabetes management routine in response to the alleged issue. He claimed in the afternoon of that same day (unknown time), she developed symptoms of impaired vision; her vision went darker. Despite her symptoms there was no report of medical intervention other than continuing to take her insulin. No other device was reported to be used. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used. Based on the meter's use and age of the battery, a replacement battery was not yet due. The issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the reported issue and developed symptoms suggestive of a serious injury after the alleged issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.